Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation results when received. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that during testing of this fogarty catheter, the balloon did not deflate after inflation. There was no allegation of patient injury. The device was available for evaluation. Patient demographics were unable to be obtained.

Manufacturer narrative:
As per chemistry analysis of the unknown material found in the inflation lumen, the spectrum analyzed by ftir is consistent with zein. Eds analysis showed presence of carbon, nitrogen, oxygen, chlorine and iodine. The bill of materials of the product was verified, and this substance was not identified to be used in the catheter manufacturing process. The occlusion was found after the product evaluation, which may be related to the use of contrast medium when inflating the balloon.

Manufacturer narrative:
The ir spectrum of the unknown material showed a similar absorption characteristics when comparing to zein like material. Using spectroscopy, the following elements were detected: carbon, oxygen, nitrogen, iodine and chlorine. An investigation is underway to see if the elements found are used in the manufacturing process.

Manufacturer narrative:
One (B)(6) catheter was returned for examination. The reported event of balloon deflation issue could not be confirmed. Balloon inflation was tried, back pressure was observed from the balloon inflation lumen. A cut down was performed, balloon inflation lumen was found to be occluded by an unknown clear material at inflation extension tube. Both the balloon and windings were intact. The through lumen was found to be occluded by clotted blood at 17.5 cm from the catheter body tip. No other visible damage or inconsistency were observed from the catheter body. The unknown clear material was sent to chemistry for further analysis. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. The fogarty catheter is typically used on vessels that are already occluded so the potential for ischemia related to deflation difficulty in this set of circumstances, is less likely. However, deflation difficulty can also impair balloon modulation during use, which has the potential to lead to vascular injury; therefore, the potential for injury is not considered to be remote. It should be noted that the IFU clearly states in the warning section that: use of a highly viscous or particulate contrast medium is not recommended for balloon inflation because the inflation lumen may become occluded. It is unknown whether user or procedural factors may have contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.